Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "14. Intraoperative or postoperative bone fracture and/or postoperative pain." And number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-00147 / 00150). The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent bilateral hip arthroplasty. Subsequently, patient alleges pain, swelling, inflammation, bone/tissue damage and lack of mobility which are allegedly due to loosening of the implant. Additionally, patient alleges discomfort, soreness, dysfunction, loss of range of motion, fluid around joint and metallosis. Review of invoice history confirms the right hip arthroplasty procedure occurred on (B)(6) 2004 and the left on (B)(6) 2005. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.